Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. Lead revision was not completed due to patient anatomy. The lead remained implanted. No patient symptoms were reported. The patient would continue to be monitored.